Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-60 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2008; explant date brand name ; product ID 3778-60 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2008 ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator experienced lead migration, which necessitated a revision of the leads on april 15, 2011. The device involved was a pain stim implantable pulse generator (ipg). The healthcare provider indicated that the leads had migrated and were subsequently repositioned. No further information was provided, and troubleshooting was not required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 3778-60, lot# serial# (B)(6) implanted: (B)(6) 2008-10-24, product type lead product ID 3778-60, lot# serial# (B)(6) implanted: (B)(6) 2008-10-24, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that their device worked perfectly, but it just expired (2008) and they needed to have a brain MRI. Pt noted there was no lead migration. Pt reported they had the device removed on (B)(6) 2024 because it was old and the battery was dead and they needed to have an MRI. Pt noted the device was very effective.